Event description:
Patient had a 48 hour holter test done. The electrodes used caused itching and redness to her skin. When the electrodes were removed, there was an outline of the pad and the gel on her skin. The pad outline went away but the red mark from the gel stayed for several days.